Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that captiflex small oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, the physician attempted to remove a polyp without using cautery; however the snare would not cut properly. The physician was able to use the snare to "saw" the polyp off, thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: snare difficult to cut through target polyp. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.